Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). Surgery to reposition the magnet has been planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, in order to reposition the implant magnet. The implanted device remains. This report is submitted on september 26, 2022.